Manufacturer narrative:
The product investigation was completed. Device evaluation details: the product was returned to johnson & johnson medtech for evaluation. Visual inspection was performed following johnson & johnson medtech procedures. A visual analysis indicated that an electrode is lifted and kinked, with foreign material lodged inside it. Proper manufacturing assembly was observed on the electrodes attached to the spines and also for this damaged electrode. A fourier transformed infrared spectroscopy (ftir) study was conducted to analyze the composition, which identified a polytetrafluoroethylene (ptfe) component. A manufacturing record evaluation (mre) was performed for the finished device lot number: 31502130l, and no internal action was found during the review. Based on the information currently available, a product issue was identified during the investigation of the sample received. The potential cause of the electrode damage could be related to the manipulation of the device during the procedure; however, this cannot be conclusively determined. The ptfe detected could be related to the sheath used in the procedure as this material is used as an internal component of the shaft in the carto vizigo sheaths; however, this cannot be conclusively determined. As part of johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through johnson & johnson medtech quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a right-sided atrial flutter ablation procedure with a octaray mapping catheter and post procedure the bwi product analysis lab identified that the electrode was lifted and kinked with foreign material lodged inside it. During the procedure, when the octaray¿ catheter was pushed through the vizigo¿ sheath the medical team noticed that there was some sort of filmed or string of plastic attached to it via ultrasounds. The team pulled the octaray¿ catheter out and removed the 'string'. The team confirmed that the octaray did not have any damage on it. The sheath and catheter were both replaced. The case continued. No patient consequences were reported.